Event description:
Device tightened well around wire within product specs; 0.014 wire used. Injected isovue 250 contrast through luer lock port and contrast sprayed from around wire into physician's eyes. Diagnosis or reason for use: during vascular angiography and intervention.